Manufacturer narrative:
Investigation into this event found that there is no evidence to suggest that the vitros 5,1 fs analyzer or amon reagent pack was not performing as expected. The root cause of this event is unknown; however; the edta plasma collection device or pre-analytical sample handling cannot be ruled out as a potential root cause.

Event description:
The customer observed positively biased ammonia results for one patient sample processed on the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Erroneous amon patient sample results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Event description:
(B)(4).

Manufacturer narrative:
Further investigation of this event determined the most likely cause was user error. Although the vitros amon instructions for use (IFU) states edta plasma is an acceptable sample type, the specific edta plasma collection device manufacturer's labeling does not recommend that the device be used for ammonia testing.